Event description:
Received an electronic report from a user facility that stated the blood tubing separated at junction where arterial line pump segment is joined to saline line and the arterial line leading to the patient. This facility was contacted for additional information. It was reported verbally in 2006, that the patient is fine. Reportedly, the saline line disconnected from the arterial blood line and the caregiver was unable to return the patient's blood. The patient lost approximately 250ml of blood. A new set up was placed on the dialysis machine and the patient resumed dialysis treatment. No further medical intervention occurred or resulted from this event. The patient was discharged to home at the end of their dialysis treatment. A compatible sample is available for evaluation.